Event description:
MFR received a report from the facility that the resident allegedly received a large laceration from the "sharp pointed metal piece where the legrest fits over". The resident received 9cm x 9cm laceration to the leg requiring staples.